Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and found a malfunctioning wash collar solenoid valve. The fse replaced the wash collar solenoid valve to resolve the issue. System performance was verified. (B)(4).

Event description:
The customer reported a reagent probe leak, involving the unicel dxc 800 pro synchron system. The customer became aware of an issue when controls were recovering outside the range. The customer was wearing personal protective equipment consisting of gloves, eye protection, and a lab coat at the time of the event and there was no report of injury or direct exposure to the contained leak. Erroneous patient results were not generated.